Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (350 mg/dl). Reportedly, elevated bg levels are due to food the customer ate. Customer delivered a bolus to address elevated bg levels, and subsequently bg levels dropped to 55 mg/dl, customer believes too large of a bolus was delivered due to accidentally miscalculating when requesting a bolus to address elevated bg levels. Customer addressed low bg levels with glucose tablets.